Event description:
It was reported by repair work order that there was a reduction in brake force due to damaged caster stems. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.